Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the infection prevention nurse team mentioned that they have had a few complaints of foley tubing kinking at the junction where the tubing met the urometer in the surestep closed-system trays.

Event description:
It was reported that the infection prevention nurse team mentioned that they have had a few complaints of foley tubing kinking at the junction where the tubing met the urometer in the surestep closed-system trays. Per additional information received via email on 10jun2025, it was reported that this was a chronic observation, not isolated to one incident. They have noticed several, that the tubing tends to kink at the point where the catheter drains into the bag. The impact to the patient was that the urine can¿t drain freely into the bag unless the tubing is straightened out, but once nurse team let went then it folds back over. The green clips help, but the tubing keeps wanting to fold over.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction-d, g. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the infection prevention nurse team mentioned that they have had a few complaints of foley tubing kinking at the junction where the tubing met the urometer in the surestep closed-system trays. Per additional information received via email on 10jun2025, it was reported that this was a chronic observation, not isolated to one incident. They have noticed several, that the tubing tends to kink at the point where the catheter drains into the bag. The impact to the patient was that the urine can¿t drain freely into the bag unless the tubing is straightened out, but once nurse team let went then it folds back over. The green clips help, but the tubing keeps wanting to fold over.